Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation and dyspnea as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda is likely related to patient morphology/pathology. The reported mr was likely a result of the slda and the dyspnea a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure on (B)(6) 2017 was to treat degenerative mitral regurgitation (mr) with a huge posterior prolapse and with a grade of 4. One clip was implanted successfully reducing mr to 1-2. Two weeks post procedure the patient began experiencing difficulty breathing and shortness of breath and went to the emergency room. A transesophageal echocardiogram was performed and a slda was noted. The device remained attached to the anterior leaflet and mr increased to 4+. Another mitraclip procedure took place on (B)(6) 2017, during which one clip was placed medial to the first clip, stabilizing the patient and resulting in a reduced mr grade of 1. No additional information was provided.